Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patients implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited a pace and shock impedance value of zero ohms in the physicians office after having normal impedances previously. Boston scientific technical services (ts) was consulted and gave some troubleshooting techniques to try, thinking maybe the interrogation might have gotten interrupted by electromagnetic interference (emi) noise. Suggested seeing the patient for an interrogation via the programmer. The patient was seen and noted all measurements were normal. To date, no adverse patient effects have been reported.